Manufacturer narrative:
An analysis was performed on the returned device. The failure to cycle cannot be confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported case information & analyses all point to the same causes of patient anatomy (e.g., tortuosity, calcification, scar tissue) or user technique (e.g., position of device, position stability) for these complaint types. The investigation determined that the reported issue appears to be related to circumstances of the procedure. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4 - lot # updated from unknown to 4061042. D4 - primary UDI number updated from(B)(4).

Event description:
It was reported that this was a bilateral arteriotomy closure with a prostyle device using the pre-close technique via an 8f sheath prior to an endovascular aneurysm repair (evar) interventional procedure. Reportedly, the suture was not present when the plunger was removed (a cuff miss occurred) at step 3, with two prostyle devices on the lcfa. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to a large-bore sheath and the evar procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. Additionally, two prostyle devices were preplaced and used to achieve hemostasis in the right common femoral artery. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional vessel closure device referenced in b5 are filed under separate medwatch report number. D4 - a partial UDI was provided as the lot number is not known.